Event description:
It was reported that a pump malfunction occurred with a display of malfunction code 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer received assistance from technical support to reset the pump, but the malfunction code recurred. As a result, the technical support team arranged for a pump replacement and instructed the customer to switch to multiple daily injections (mdi) as a backup therapy. It was confirmed that instructions for returning the pump and putting it into storage mode were understood by the customer.